Event description:
The customer reported that the system would reboot on its own. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc board was reseated during the service call. The reported issue is currently under investigation.